Event description:
Diabetic tested blood glucose as 75 mg/dl on suspect device. She omitted her evening insulin injection because of the reading. The next morning her blood glucose was 800 mg/dl. Patient is also on dialysis treatment.